Event description:
The patient was admitted with a lesion in the right coronary artery. A 2.5 x 13mm cypher stent delivered to the lesion, however, the stent struts became hung up on the cypher stent that had previously been implanted, during the same setting. While pulling the stent delivery system back, the stent came off of the balloon. The stent was subsequently crushed in diseased area, with a 3.0 x 18mm cypher stent, and post-dilated with a 3.5 x 15mm durastar balloon catheter. The patient was in stable condition.

Manufacturer narrative:
Information received from a sales representative indicated that a stent dislodged and was inaccurately placed after the stent failed to cross the lesion. The lesion was in the right coronary artery in the area of a bifurcation between the postero-lateral branch (pl) and the posterior-descending branch (pda). A cypher stent was implanted in the pda followed the delivery of a 2.5mm x 13mm cypher stent. The stent became hung up on the previously implanted stent and while pulling the stent delivery system back, the stent came off the balloon. The stent was subsequently crushed in diseased area, with a 3.0 x 18mm cypher stent, and post-dilated with a 3.5 x 15mm durastar balloon catheter. The patient was in stable condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent dislodgement is a known potential procedural complication associate with implanting coronary artery stents. Stenting in the area of a bifurcation can be more difficult than stenting in the main portion of the vessel and is dependent on vessel/lesion characteristics and practitioner experience. Review of the limited information provided suggests that vessel/lesion may have contributed to the reported event. There is nothing in the information provided or the DHR review to indicate that there is a design or manufacturing related issue therefore no corrective action is required.

Manufacturer narrative:
A 2.5 x 10mm durastar balloon catheter was used during the index procedure. Additional information will be submitted upon 30 days of receipt.